Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown. UDI: unknown part number, unknown lot number, UDI is unavailable. This report is for unk 12 hole 90 degree 4.5 angled blade/unknown lot number. Original implant date was sometime in 2014. Device is not expected to be returned for manufacturer review/investigation. 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted sometime in 2014 for a left proximal femur fracture. She complained of pain and a computer tomography was done on (B)(6) 2016 and a non-union was apparent on images. The patient was taken to surgery on (B)(6) 2016 and all hardware was removed but intact. The patient was revised to 6 hole 130 degree dynamic hip screw (dhs) and five 4.5 cortex screws and 100 mm lag screw. The surgery was completed successfully with no delay in surgery. The devices will not be returned. This complaint is for 3 devices this report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.